Event description:
Complainant alleged that during a routine preventative maintenance check, the device intermittently did not display the apporpriate "test ok" message. The complainant indicated that there was no pt involvement in the reported failure.